Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 925 mcg/day) via an implanted pump. The baclofen lot number was unable to be obtained. The patient's medical history included spinal cord injury secondary to a gunshot wound 18 years ago. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient has a suprapubic catheter and gastrostomy tube. On (B)(6) 2015 the patient's system was explanted due to infection at the pocket site. The event occurred post-operative. The product was not replaced, but would be replaced in the future. The pump was discarded and would not be returned. The issue was resolved at the time of this report. The patient's status at the time of the event was stated to be alive with no injury.